Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Event description:
Patient was going down stairs, knee gave out , no resistance, patient did not fall. Further information received on (B)(6) 2017. Patient reports that knee is not functioning reliably. States it is not holding a charge. He has fallen several times and fractured his hand when he fell earlier this week. Patient reports ongoing knee pain from landing on knee. When patient fell in nov, he fractured a metacarpal in his right hand. Patient went to emergency room and hand and arm were placed in a soft cast for a week.

Manufacturer narrative:
Evaluation and investigation of the knee joint showed no relevant error which may have caused or contributed to the occurred event.